Event description:
(B)(4) registered acetabulum and got good readings and all numbers were within parameters. Reamed and impacted cup and the doctor noticed that the cup was not anteverted but neutral instead. The robot put the cup in at a neutral version when the plan had it at 25 degrees of anteversion. The surgeon pulled out the cup and proceeded to finish the case manually. Surgical delay of 40 minutes. Case type tha. (B)(4).

Manufacturer narrative:
Reported event: an event regarding an inaccurate impaction involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 156 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding cup placement discrepancy. There were 12 other reported events ((B)(4)). Conclusion: all system accuracy checks passed. The data that is logged does not suggest that a bone array was bumped, and inclination and version values are accurate based on the pelvic bone registration. However, there is a noticeable pelvic registration rotational error, which may cause the inaccurate cup placement.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Rio # (B)(4) registered acetabulum and got good readings and all numbers were within parameters. Reamed and impacted cup and the doctor noticed that the cup was not anteverted but neutral instead. The robot put the cup in at a neutral version when the plan had it at 25 degrees of anteversion. The surgeon pulled out the cup and proceeded to finish the case manually. Surgical delay of 40 minutes. Case type tha. Session log files available in the complaints folders:/complaints/"nystrom hip neutral cup".